Event description:
It was reported that earlier in the week, a patient felt shocking during an MRI scan. The MRI technician had scanned other patients with no incident. It was noted that the patient¿s system was ¿not working¿. The patient's name was unknown.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).